Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) the initial drain. The home patient (hp) pressed go on the hc, then connected. The technical service representative (tsr)explained the alarm and assisted the hp with troubleshooting. The tsr explained the hp would need to start over with new supplies. The tsr then reviewed proper set up procedures per user manual. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up the hp's wife stated that the error did not recur and the hp was doing fine. They also talked to the nurse, and know proper procedure. No injuries had occurred.